Event description:
It was reported that patient underwent initial total hip arthroplasty on (B)(6), 2008. Subsequently, patient underwent a revision procedure on (B)(6), 2010 due to acetabular cup migration. During the procedure, it was noted that there was no bony ingrowth into the cup and that the patient demonstrated evidence of a low grade infection. The cup and femoral stem were revised and a girdlestone procedure was performed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."